Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The tip of the zilient wire fractured during use in a chronic total occlusion. The fragment was abandoned in vivo. The lesion could not be crossed, and intervention was not performed.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report

Event description:
The tip of the zilient wire fractured during use in a chronic total occlusion. The fragment was abandoned in vivo. The lesion could not be crossed, and intervention was not performed.